Event description:
I have had ongoing issues with the allergan smooth silicone style 45 implant. Then pain became debilitating with numbness in chest, arm and rib. I had an MRI on (B)(6) 2020 and found an extracapsular rupture on the left. This is the second set of allergan implants that have had ruptured. First rupture 2014 and then replaced with allergan again and now another rupture this year. I continue to suffer pain and migrating silicone due to the product rupture again. It does not stay in the shell as stated when ruptures. How can two different sets of the same brand/style implants rupture? There is clearly an issue with this implant. FDA safety report ID# (B)(4).